Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, infection: unable to observe, since it is not related to the device. Edema: unable to observe, since it is not related to the device. Device appearance: observed, cloudy. Cyst-ndr: unable to observe, since it is not related to the device. Bleeding: no observed. Rupture:observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed. Clarification to d.9.: returned to mfg on: the device has not been returned.

Event description:
Device has been explanted.

Event description:
Patient reported, right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.